Event description:
The complainant reported an underdelivery. The patient is a female child, the mother purchased a pump. She had it serviced by a friend who is a "handyman" before she started using the pump. Per the mother, the pump filled the child's abdomen with air and the child vomited and aspirated the formula. The pump did not sound an alarm. The child developed a fever and was coughing within 6 hours of the incident. The mother did not seek medical attention because she recognized the symptoms (for aspiration pneumonia) and knew what was happening. She started her daughter on antibiotics (novalexin, 10 day treatment) which the mother had filled prior to the incident and increased the child's inhaler. Also per the mother, the child's symptoms resolved. There was no follow up by the family physician and the physician was not aware of the incident.

Manufacturer narrative:
Standard procedure includes attempting to obtain all required information from the source. In the case, the reporter did not provide the required information.